Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. When performing pre-deployment establish final arm angle (efaa), the clip opened to roughly 45 degrees. Troubleshooting steps were taken according to instructions for use (IFU) and the clip continued to open during efaa. The clip was successfully removed from the anatomy and an additional xtw clip was used to proceed with procedure. The tr was reduced to grade 1. There were no clinically significant delays or complications.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement (clip opened while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.